Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "comparative incidence of patellofemoral complications between 2 total knee arthroplasty systems in a multicenter, prospective clinical study" written by sean d. Toomey, md, juan a. Daccach, md, jinesh c. Shah, ms, sam e. Himden, ba, ccra, james p. Lesko, phd, and william g. Hamilton, md published by the journal of arthroplasty made available online 20 april 2017 was reviewed. The article's purpose was to compare cumulative incidence rates of patellofemoral complications and patellofemoral symptomatic crepitus using a new knee system compared to current available product. The products compared were the new attune system vs the pfc sigma system. The article refers to patellofemoral complications as pccs which included adverse events of asymptomatic crepitus and patellar clunk, and it refers to patellofemoral symptomatic crepitus as sc. Cement manufacturer is not identified and patellar resurfacing was performed. Depuy products: sigma knee system, attune knee system adverse events for sigma: painful patellar crepitus and patellar clunk (treated by physical therapy, arthroscopy and steroid injections) adverse events for attune: painful patellar crepitus and patellar clunk (treated by arthroscopy).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.